Manufacturer narrative:
Conclusions: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user no longer has auditory sensation with the device unless pressing the audio processor firmly onto the implant. The external parts were checked and no problems were reported. The magnet strength for the audio processor is 4, and a 7 (5+2) strength magnet was also tried but the issues remained. There is no problem with the adhesion of the audio processor to the implant. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the received information, the recipient experiences intermittent access to sound with the device. Reportedly, servicing the audio processor temporarily improved the situation. Also the recipient had a skin flap thinning surgery in 2016, but no audio processor retention issue is currently observed. A device malfunction could not be excluded at this time. However, to determine an exact root cause, a device investigation on the explanted device would be necessary. Re-implantation was suggested, though no information on possible further steps has been yet received.

Event description:
The user has no longer auditory sensation with the device unless pressing the audio processor firmly onto the implant. The external parts were checked and no problems were reported. The magnet strength for the audio processor is 4, and a 7 (5+2) strength magnet was also tried but the issues remained. There is no problem with the adhesion of the audio processor to the implant. The device is currently not in use and the recipient is currently wearing a bone conduction hearing aid. Re-implantation has been suggested by vibrant clinical support and this information was provided to the clinic, however there has been no date scheduled for the re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no longer auditory sensation with the device unless pressing the audio processor firmly onto the implant. The external parts were checked and no problems were reported. The magnet strength for the audio processor is 4, and a 7 (5+2) strength magnet was also tried but the issues remained. There is no problem with the adhesion of the audio processor to the implant. The device is currently not in use and the recipient is currently wearing a bone conduction hearing aid. Re-implantation has been suggested by vibrant clinical support.